Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3666 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on the 22 of june. Today the PICC was leaking from somewhere between the valve and the transparent place - just under the valve. They have the PICC in the department, but it is contaminated. No other information was provided.